Manufacturer narrative:
All information reasonably known as of 11-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 08-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the patient's nasogastric (ng) tube was removed due to a nasal sore. When the ng tube was removed, however, no resistance was felt during flushing. However, the hospital staff noted that the entire tube was not removed, and 25cm was still in the patient. A small amount of feed was reported to be in the patient's mouth on occasion. When the medical staff was informed, an x-ray was reviewed. The patient was required to have a scope to remove the remainder of the tubing. No further information was provided.